Manufacturer narrative:
Reported implantation was 18 years ago. The investigation could not verify or draw any conclusions about the reported infection; however, infection after 18-years implantation is unlikely to be product related. The reported polyethylene wear was confirmed and is attributed to wear out. Product info required to review the device history records was not provided. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be received, the investigation will be re-opened.

Event description:
Pt revised to address mild infection, debrided knee and replaced insert, polywear noted on insert.